Manufacturer narrative:
System was used for treatment. A batch record review was performed for lot d114. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for tubing leak. A corrective and preventive action has been initiated for tubing bond leak. The assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation, therefore it could not be determined if the specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
Customer reported a tubing leak at the recirculation pump at 600ml wbp. The treatment was ended, and the content of the return bag was returned to the patient. Customer confirmed there was no blood leak, as at this point in treatment, there is only saline in the recirculation circuit. Patient was in stable condition. The customer did not return product for investigation.